Event description:
Procedure: lobectomy. According to the reporter: during the firing of the device, green shavings of the cartridge were found in the staple line. Another device was used to resect the staple line. Surgery delay time was reported as 30 minutes.

Manufacturer narrative:
Procedure: lobectomy.